Manufacturer narrative:
It was reported that a low tidal volume failure occurred. Per good faith effort (gfe) response received 24dec2025, the customer replaced the flow sensor assembly to resolve the reported issue. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low tidal volume failure occurred. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.